Event description:
Related manufacturer reference number 1627487-2020-32221. Additional information was received wherein the entire system was explanted, and the patient was placed on IV antibiotics to address the issue. Reportedly, the infection resolved, and a new system has been implanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event.

Event description:
Follow up revealed that the patient's infection has resolved.

Event description:
It was reported that, upon inspection during an ipg replacement procedure, the patient had developed an suspected infection at the ipg site. As a result, the patient was placed on oral antibiotics, and the physician decided to no implant a new device until it has resolved.